Manufacturer narrative:
Device passed displacement test, self test, off no power test and all operating currents tested within the specification range. No unexpected low battery alarm or failed battery test were noted. Device passed rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No prime/fill anomaly alarm noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump squirted insulin during priming, diminished battery life and bad battery alert. Customer's blood glucose value was unknown. Customer declined to speak with technical support. The device will not be returned for analysis.